Manufacturer narrative:
An rx biopsy cap was received for analysis. A visual evaluation of the returned device revealed that the foam (sponge) had been separated from the rx biopsy cap. Residues were found in the foam of the returned product. No other issues were noted. The reported event that the sponge detached from the biopsy cap was confirmed. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the directions for use (dfu)/product label. The dfu states: ¿the rx biopsy cap is intended to facilitate the use of rapid exchange devices during ercp.¿ however, the complainant reported that they were trying to insert a syringe through the biopsy cap to irrigate. Additionally, the dfu states: "to insert devices through the biopsy cap, apply water soluble lubricant to top of cap, align the device with the scope inlet and insert slowly in a straight manner. If not properly done, this may cause more friction on the system and may damage the rubber seal or the scope¿s working channel.¿ according to the information provided, the complainant did not puncture the cap with anything lubed before use. As a result, the sponge detachment could have been generated by too much friction than expected when the syringe was tried to pass through. Therefore, the most probable cause of the event is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a biopsy cap was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during procedure the sponge was pushed into the ercp scope. They were able to retrieved the sponge using forceps. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a biopsy cap was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during procedure the sponge was pushed into the ercp scope. They were able to retrieved the sponge using forceps. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.